Event description:
It was reported that a powered wheelchair was in drive lockout mode unintentionally, due to the chair sensing tilting when not in that mode. The user was stranded due to the event.

Manufacturer narrative:
.